Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment.

Event description:
Patient presented with abscess in left axilla 4 weeks post miradry treatment. Abscess was incised, drained, and packed. Patient was placed on antibiotics. Patient was strongly advised not to scuba dive the next week. Patient returned to clinic 3 days later for irrigation and packing. Abscess was improving. At follow up 2 days later, site had continued to improve and sterile dressing was applied. Issue was reported as resolving with full resolution expected.